Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Patient had persistent drainage necessitating washout with exactech's liner, head, and cup, which was a non- exactech cup, exchange on (B)(6) 2018. Drainage has persisted post washout necessitating removal of all implants, which were non-exactech, with placement of antibiotic spacer on (B)(6) 2018. The rep was not present for explant, but the surgeon indicated there were no issues during surgery and the patient left the operating room with no complications.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of the result of a persistent infection. Infection is listed in the IFU under the general surgical risks. Associated with 1038671-2019-00995.